Manufacturer narrative:
Additional information: section a - date of birth: from: [blank], to: (B)(6) 1965. Section d - brand name: from: sensation plus 8fr. 50cc, to: sensation plus 7.5fr. 40cc iab. Section d - catalog #: from: 0684-00-0575, to: 0684-00-0567. Section d - lot #: from: (B)(6), to: (B)(6). Section d - exp. Date: from: 12/19/2022, to: 11/05/2022. Section h - manufacture date: from: 12/19/2019, to:11/05/2019. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The sensor cable was returned cut at approximately 6.35cm form the rear of the y-fitting. In the same manner, the pressure tubing was also returned cut at approximately 7.9cm from the female port. A catheter tubing kink was observed near the y-fitting at approximately 76.7cm from the iab tip. At this same location, an inner lumen/optical fiber break was also observed. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected at the inner lumen break location. The evaluation confirmed the reported leak which appears to have been caused by a kink on the inner lumen which developed into a break. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. A break occurred in the balloon catheter and blood got into the helium line. Balloon was taken out without patient harm. There was no reported injury to the patient. Medwatch (B)(4) received 30-april-2020: intra-aortic balloon pump(iabp) device with axillary vascular access alarm sounded. Rn went to room to check patient and device, found helium line with appearance of blood/red fluid. Amount of blood in helium gas line appeared to increase. Patient vital signs stable. Pump turned off and tubing clamped. Patient transported with everything attached to catheter lab. Iabp line removed and replaced. Device inspected by physician, could not determine or locate leakage. Device at issue sent back to manufacturer for evaluation. Date of event - (B)(6) 2020.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. A break occurred in the balloon catheter and blood got into the helium line. Balloon was taken out without patient harm. There was no reported injury to the patient. Medwatch (B)(4) received 30-april-2020: intra-aortic balloon pump(iabp) device with axillary vascular access alarm sounded. Registered nurse (rn) went to room to check patient and device, found helium line with appearance of blood/red fluid. Amount of blood in helium gas line appeared to increase. Patient vital signs stable. Pump turned off and tubing clamped. Patient transported with everything attached to catheter lab. Iabp line removed and replaced. Device inspected by physician, could not determine or locate leakage. Device at issue sent back to manufacturer for evaluation. Date of event - (B)(6) 2020.

Manufacturer narrative:
Additional initial reporter - (B)(6). Additional event site email - (B)(6). Additional event site telephone - (B)(6). Occupation - risk manager. Sex - male. Age at the time of event and age units(patient) - 54. Weight and weight (units) - 63. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm. A break occurred in the balloon catheter and blood got into the helium line. Balloon was taken out without patient harm. There was no reported injury to the patient.